Manufacturer narrative:
The reporter could not provide the exact procedure date but they mentioned it was sometime in (B)(6). (B)(4) current failure. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation results: visual evaluation of the returned product found no anomalies. Electrical resistance testing was performed and resistance measured at 10.3 ohms, within manufacturing specifications. The complaint was not confirmed. The returned device showed neither evidence of the alleged issues, nor any defect which could have contributed to the event. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a captiflex medium oval snare was used during a colonoscopy procedure. According to the complainant, during the procedure, the physician stepped on the pedal of the generator but the video image on the screen turned off. The tissue was successfully removed but due to the issue with the video screen, the device made a rough cut. No bleeding was noted and the device delivered current but not as strong as it should be. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a captiflex medium oval snare was used during a colonoscopy procedure. According to the complainant, during the procedure, the physician stepped on the pedal of the generator but the video image on the screen turned off. The tissue was successfully removed but due to the issue with the video screen, the device made a rough cut. No bleeding was noted and the device delivered current but not as strong as it should be. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.